Manufacturer narrative:
Should additional information become available a supplemental record will be filed.

Event description:
Dealer states that the g29 bed rail plunger knob that raise and lower the bed rails are broken.